Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported the implant site felt bruised and tender after recharging the implant for 4 to 5 hours and this issue started 18 months ago. Patient also stated that it rarely has an excellent connection and takes 5 hours to charge up to 70%â¿¿80%. Patient has already consulted with their hcp and was told that there is no issue with the implant. Patient confirmed that the paddle was not heating. Agent sent a request to repair to replace the recharger. Agent reviewed information and redirected to hcp if the issue persists. Additional information was received from the patient stating that after speaking to manufacturer representative (rep) it was their opinion to start with the charging device and it was the easiest first step. Patient said that they called medtronic and requested a new charging device. Patient said unfortunately issue did not change anything. Along with the bruising feeling after charging when bending/leaning forward lie to tie shoes, stretching they can feel a surge or jolt of voltage. Patient said thanks for reaching out. At this time the device is charging better than before. Patient said they will deal with it for few months to see if anything changes.